Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported the complaint. The fse provided instructions on how to perform device update tool (dut) upgrade. Service performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered error code 31016 while replacing the patient side cart (psc). Tse reviewed and confirmed the logged errors, determined that they indicated a software mismatch between the psc and the surgeon side console (ssc). Procedure outcome is unknown at the time of the report. No known impact or patient consequence was reported.